Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. It was reported that the pendant required replacement as the system failed mechanical tests. Resolution achieved and system checkout successfully completed after part replacement. A full system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant was not watertight. There was no patient present when this issue was observed.